Manufacturer narrative:
Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 303 and 233 mg/dl. The customer's expected fasting blood glucose test result range is 123 - 133 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 189 mg/dl using truemetrix meter and 175 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 303mg/dl (B)(6) 2017 06:14 am fasting:yes; 233mg/dl (B)(6) 2017 10:31 am fasting:yes; 137mg/dl (B)(6) 2017 06:50 am fasting:yes; 102mg/dl (B)(6) 2017 09:45 am fasting:yes; 106mg/dl (B)(6) 2017 09:11 am fasting:yes. Memory concerns: 233mg/dl, 303mg/dl.